Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e1, e2(it should be blank), e3(it should be blank) additional information added to field: d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The olympus technical assistance center advised the user to complete the following steps: reseat the maj-1933(digital light source cable) and the maj-1941(light source cable), clean the contact pins on the scope, and blow a little air on the clv-190(evis exera iii xenon light source) connector. This exercise corrected the issue, and the unit is now working fine. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source showed a communication error code (b30). There were no reports of patient harm.